Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has two wires partially detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings. The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review states although this case reported during surgery the procise xp electrode of the plasma cutter head wire was broken. The information provided is insufficient to determine a clinical root cause of the reported failure. Although, we cannot rule out a procedural variance as the likely case of the reported issue. Per the product evaluation, the portions that were missing were not returned with the device. In addition, we are unable determine if the broken piece was left inside of the patient. If any portions of the device are retained inside of the patient, we cannot rule the possibility of local skin irritation micro-motion and or migration of the possibly retained pieces. This device was manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. Based on the information provided, the procedure was successfully completed without a significant delay using a back-up device. Since there were no patient injuries or other complications reported, no further clinical/medical assessment is warranted at this time. A review of the customer provided image shows a used wand with two wires partially detached from electrode. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during a surgery the procise xp electrode of the plasma cutter head wire was broken. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.